Manufacturer narrative:
Burn on legs after harmony xl treatment , likely will leave permanent hypopigmentation. The report was submitted on 13.11.22 in thetest mode, and on 22.7.23 it was resubmitted in the production mode.

Event description:
It was reported about burn of legs after harmony xl treatment.